Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: after one hour of use, a metallic rasping sound was heard. The reporter also stated that operative time was extended over thirty minutes due to cutting the tissue and stopping bleeding. Another device was used to complete the case.